Manufacturer narrative:
Exact onset date of patient pain is unknown, but reportedly began a couple of months prior to revision. The original implant procedure was performed on an unknown date in (B)(6) 2000. The complainant part is not expected to be returned for manufacturing review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4) - manufacturing date: july 14, 2009. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to onset of pain. The original osteotomy was performed in (B)(6) 2000 to treat a proximal femur deformity. The hardware reportedly began bothering the patient and causing pain at the it band a few months ago. During follow up, it was noted that the osteotomy had healed successfully. The surgeon decided to remove symptomatic hardware. All of the implants came out with no reported issues. The procedure was completed with no delays or additional patient hard. The patient outcome was reported to be "good." This report is 1 of 2 for (B)(4).